Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system - non-dehp solution set leaked from the lowest port access site. This occurred during patient infusion with tecentriq. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pull test was performed and no separation was noted. Additionally, a pressure test was performed and a leak was noted in the first clearlink luer activated y-site around the gland. A computed tomography (CT) scan was performed which identified damage at the gland. The reported condition was verified. The cause of the condition was determined to be related to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.